Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00388056. Device investigation summary: upon receipt by mentor, it was discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's record number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00388056. It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture. The left side was diagnosed at baker grade IV and the right side was baker grade iii. As a result, the patient underwent bilateral explantation on (B)(6) 2018 and replaced by with 425 mentor memorygel breast implants on both sides (left-sided catalog number 3507425mc, left-sided serial number (B)(4); right-sided catalog number 3507425mc, right-sided serial number (B)(4)). This report is for the patient¿s right-sided device.